Manufacturer narrative:
No report of patient involvement.a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator assembly was recommended for replacement, however the hospital has not accepted the repair.

Event description:
The hospital reported that the suction is not working on this unit. There is no report of patient involvement.